Event description:
Although the ave stent is not indicated for treatment of saphenous vein bypass grafts, an ave 3.5mm x 30mm micro stent ii was successfully deployed at the target lesion site in a saphenous vein bypass graft to the right coronary artery. After stent deployment and balloon deflation of the stent delivery system, the dr could not remove the balloon from the stent. The guide catheter was moved further into the target vessel to aide in removal of the stent delivery system. However, the movement of the guide catheter into the vessel caused dissection of the vessel. The stent delivery system was then successfully removed and another stent was placed proximally to the ave stent. No add'l clinical sequelae reported relative to the event.